Event description:
It was reported that the patient underwent a pocket revision, due to uncomfortable pocket site location. The patient recently lost weight and wanted the location of the ipg moved. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remains in patient. This is a final report.